Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos). The rv lead was reprogrammed to decrease the ventricular sensitivity. The rv lead remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry and world-wide randomized antibiotic envelope infection prevention trial clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.